Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services placed on (B)(6) 2013 states that medtronic lead is fractured and no capture at maximum output. Healthcare physician wants pace sense info and suggested low rate and low outputs to continue collecting rate histograms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).